Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, "material sensitivity reactions." Number 2 states, ¿early or late postoperative, infection, and allergic reaction.¿ number 6 states, "inadequate range of motion due to improper selection or positioning of components." Number 14 states, "postoperative bone fracture and pain." Review of sterilization certification confirms device was sterilized in accordance with iso 11137-2. This report is number 3 of 3 mdrs filed for the same event (reference 1825034-2013-005930 & 2014- 7365/7366).

Event description:
Biomet orthopedics received preliminary clinical data regarding patients enrolled in a 522 post market surveillance study. It was reported patient underwent a right total hip arthroplasty on (B)(6) 2009. During post operative monitoring and testing, a seroma was noted on the posterior lateral, soft tissue abnormalities, infection and fluid were noted. The fluid measured 11.0 x 15.1 x 16.3 x 0.0. These findings were found due to follow up testing. Patient further reported pain with internal rotation. There were no symptoms reported by the patient.